Event description:
It was reported that while attempting to lower the cot using power mode, the cot went into high speed retract instead of lowering. It was further reported that the head end wheels were potentially off the ground and that the wheels lifted in the same manner they would while being placed in the ambulance. One emt reported shoulder strain as a result of the event.